Event description:
Ams 800 urinary control system. Device was implanted earlier this year. Sometime after implantation device, patient noticed a "popping" sensation in the llq and immediate return of urinary incontinence. Two months later, a CT of the patient's pelvis performed and "artificial urinary sphincter around the urethra as above with tubing extending into the left scrotum and then in the left suprapubic abdominal wall. Tubing extent superiorly posterior to the left rectus muscles without evidence of a fluid-filled reservoir." Decision to explant. A couple of weeks later, the defective device was explanted and a new device implanted.